Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type lead. Patient code (B)(4) applies to verify and lead (lot# unknown). Eval code-conclusion applies to lead (lot# unknown) only.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient feels they are going backwards because they left their remote at home. They are sore on their right buttocks almost like a bruise. The patient feels like they are laying on hard objects. Two days later, patient mentioned experiencing soreness on their incision. On (B)(6) 2017. Patient said their ens batteries were running low. The next day, patient is doing better since they are voiding. The patient's ens batteries were changed and the healthcare provider (hcp) isn't sure if the patient will move forward with the implant due to being afraid of an infection. They also mentioned having trouble getting up through the night. No further patient complications have been reported as a result of this event.